Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the returned ar-3600d-3 drill had broken in three pieces. The returned ar-3600d-3 was reviewed for critical dimension at the device diameter. The device met all as received specifications. The observed condition of the returned device is most likely caused by prying/leveraging during use or impacting the device with another object.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 1.70mm drill for fibertak, ar-3600d-3, was being used during an arthroscopic bankart repair. The surgeon made three bone holes and deployed fiber tak anchors in each hole with no issue. When the surgeon was drilling the fourth bone hole, the drill tip broke and the broken piece became stuck in the glenoid. The surgeon tried to retrieve the broken piece but could not. The surgical site was closed and the surgery was completed. Additional information provided 9/24/2019: the rep confirmed that tip of the drill bit was secured within the bone. No special measure was taken, but it bites hard into the bones and the surgeon determined that it would not move.